Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they were having problems charging the disc on their body, a technician helped them with the problem. Pt reported they got a new recharger and pt got assistance adding more stimulation for pain, but it doesn't work for pain. Pt's healthcare provider (hcp) ordered x-rays to see if the leads had moved. Pt is waiting on x-rays to be viewed by hcp and hopes they are still intact. Weight was reported. It is unclear if the charge not lasting was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). During the call, pt stated they charge every 3 days but the implant charge is not lasting the full 3 days for probably more than 2 months. Agent reviewed implant battery depletion is based on settings and usage of the therapy. Pt was reprogrammed yesterday.